Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What exactly is illegible on the packaging? Was there an issue with scanning the barcode? Was there something missing from the label?

Event description:
It was reported that the printing on the packaging was illegible. No patient involvement was reported. Additional information has been requested.

Manufacturer narrative:
Additional information requested and following was obtained: what exactly is illegible on the packaging? The printing seems not the same as usual as customer said. Was there an issue with scanning the barcode? Not reported. Was there something missing from the label? No.

Manufacturer narrative:
An unopened sample was returned for analysis. There were no defects found on the package during the visual inspection and the printing information is correct and legible. In addition, the print information on the foil packet was comparison with system and was correct and met the ethicon requirements. A picture was included into the complaint and during the visual inspection a sample of product code (B)(4) and a sample of product code (B)(4) were comparison and only was observed that the ink of the code is darker then the code, but this condition is not considered a defect, since the information in both packets is legible. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no illegible labeling identification was observed.